Event description:
It was reported that a system error was detected, indicating a failure related to the acu watchdog failure. The product fault occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 26-jun-2025. H3: one device was received for evaluation. No previous service history was identified. The customer reported problem was confirmed by reviewing the alarm history. In addition, the display was slow to respond to keypad input. The main circuit board was replaced to fix the issue. All sensors were recalibrated and loaded standard 1a12 configuration.